Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate or verify the allegation that the pump was gaining/losing time. The pump maintained time accurately when a battery was in: the pump passed a timekeeping accuracy test. After setting the time and date, the battery was removed. The pump was left without power for 1 hour and the pump was powered back on, it had returned to the default time and date.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging that the pump was gaining and losing time. The reporter did not allege any harm or injury because of the reported issue. The reporter indicated that the issue had been occurring for 5 weeks. As an example of the issue, the reporter claimed that she would check the patient at 1:30 am every morning but the pump would be reading 5:30 am instead. In another example, the reporter claimed that the pump would change to the year "2013" after the pump would be set to "2012." The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a gaining/losing time issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.